Event description:
The manufacturer received information alleging a high temperature alarm occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's sensor board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a high temperature alarm occurred and the device's sensor board was replaced to address the issue. The device's sensor board was not replaced, there was no malfunction observed with the sensor board. The device's system board was replaced to address the issue.